Event description:
During evaluation of a returned homechoice device, a high drain error 103 alarm was identified. The alarm occurred on (B)(6) 2013 during night drain three. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history logs. However, the cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.